Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 432 mg/dl then it went up to 194 mg/dl and was treated with correction bolus. The customer¿s other blood glucose were 473 mg/dl and 340 mg/dl. The customer reported that they feel okay for troubleshooting. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was not calling back to perform a high pressure test. The customer reported that they have a back-up plan available. The customer alleged that the insulin pump was under delivering as they just noticed that the blood glucose was getting high. The drive support cap appeared normal or slightly indented. The insulin pump will not be returned for analysis.